Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent orif with fns implant for femoral neck fracture. The surgery was being performed as normal technique, but the patient seemed like petite, and patient¿s measurement figure was 78mm, so minimum figure of 75mm was used for bonehead reaming. To avoid penetrating to bonehead, it was judged that inserting reamer diameter 12.5mm fns to the proper depth seems like difficult. Due to insufficient depth, the plate was not reached into proper depth. As a result, approximate 7mm of gap was made and the plate was fixed as somewhat floating condition. The surgery was completed successfully without any surgical delay. A surgeon requested an approach for petite use so the trouble like this time occurred in previous time as well. No further information is available. This report is for one (1) reamer ø12.5 this is report 1 of 2 for complaint (B)(4).